Event description:
The customer reported a ventilator that is displaying "circuit occlusion" and "ext high p peak" alarms. Patient involvement was not indicated.

Manufacturer narrative:
(B)(4). Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Parts to resolve this issue are currently not available, but once they become available the customer will be informed. The customer is to check the transducers for drift, and possibly recalibrate the expiratory and inspiratory pressure transducers, then call back if they need further assistance.